Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged and was repositioned two days post implant. The patient also inquired about welding and precautions as he commented that he periodically has a tingling feeling. No additional adverse patient effects were reported.